Event description:
The customer reported that the system dispatched no video and that there was a problem with the footswitch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the camera and backplane footswitch cable. Further repairs required for foot pedal issue. The system was tested and found to be working as intended and put back in service.